Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The model listed in the report is a representative of the model family, as there are no specifics listed. Possible models could include: 6944 or 6947. Of note, multiple patients/multiple methods/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers/methods/manufacturers. The overall baseline gender characteristics is male; the age of the patients was 64 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "contemporary benefit-harm profile over two decades in primary prophylactic ICD-therapy." Clinical cardiology. 2019; 42(10):866-872. Doi: 10.1002/clc.23234. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads and implantable pulse generators (ipgs). There were reports of inappropriate shocks, insulation failure, fractures, infections, pocket revisions, sensing/pacing issues, noise, perforation/dislocation, and device recalls. There were re-operations/intervention required. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The status/location of the lead/device is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads and implantable cardioverter defibrillators (icds). There were reports of inappropriate shocks, insulation failure, fractures, infections, pocket revisions, sensing/pacing issues, noise, perforation/dislocation, and device recalls. There were re-operations/intervention required. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The status/location of the lead/device is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.